Event description:
The consumer claims that her breasts bled when she first used the device. She stop using it after that first time and three weeks later tried it again for 10 minutes. Four hours after pumping for 10 minutes, her breasts were hard and she had a temperature of 39deg c. She claims to have developed mastitis and indicates that the inflammation of her nipples/mastitis was diagnosed by a midwife.

Manufacturer narrative:
Use of breast pumps is not known to have cause of contributed to this event. Bleeding is a known side effect of breast feeding and using breast pumps. The device has been designed according to safety standards and is safe when used in according to the dfu. The device has been requested from the consumer for analysis. (B)(6) 2019: the product was received for analysis. The device was found to be working according to specification. Mastitis is a secondary complication to an expected side effect and is, therefore, not considered to be caused by the breast pump. Updated fields d4, e1,h2, h3, h4 and h6.

Manufacturer narrative:
Use of breast pumps is not known to have cause of contributed to this event. Bleeding is a known side effect of breast feeding and using breast pumps. The device has been designed according to safety standards and is safe when used in according to the dfu. The device has been requested from the consumer for analysis.

Event description:
The consumer claims that her breasts bled when she first used the device. She stop using it after that first time and three weeks later, tried it again for 10 minutes. Four hours after pumping for 10 minutes, her breasts were hard and she had a temperature of 39deg c. She claims to have developed mastitis and indicates that the inflammation of her nipples/mastitis was diagnosed by a midwife.

Manufacturer narrative:
Use of breast pumps is not known to have cause of contributed to this event. Bleeding is a known side effect of breast feeding and using breast pumps. The device has been designed according to safety standards and is safe when used in according to the dfu. The device has been requested from the consumer for analysis.

Event description:
The consumer claims that her breasts bled when she first used the device. She stop using it after that first time and three weeks later tried it again for 10 minutes. Four hours after pumping for 10 minutes, her breasts were hard and she had a temperature of 39deg c. She claims to have developed mastitis and indicates that the inflammation of her nipples/mastitis was diagnosed by a midwife.